Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) of 23 mg/dl at the lowest. Bg was addressed with carbohydrates. The cause of bg was unknown. Reportedly, the customer contacted a healthcare provider regarding low bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the lowest blood glucose (bg) entered into the pump observed was (B)(6) mg/dl on (B)(6) 2017. Multiple cgm alert 3 (cgm glucose reading below user¿s threshold) were declared and acknowledged by the user. There were no irregular bolus requests delivered. Basal rates were lowered since the user began using the pump and additional time segments were added to user¿s profile settings. Compliant could not be confirmed. Pump settings needing adjustment could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.